Event description:
Reported 1 false positive flu b result for one patient. Customer communicated the result was confirmed by another rapid antigen assay. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.